Event description:
The following was reported to hamilton medical ag: ventilator experienced a low oxygen alarm during a patient ventilation, the patient was unharmed, and the devices was used for its correct intention. Vent will not deliver 100% oxygen reading. No patient harm occurred.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. However, device was inspected and it was discovered that the oxygen sensor was last calibrated 28-jun-22. Calibrated oxygen sensor and device is able to give a 100% oxygen measurement. Completed service software procedure. Performed manufacture's recommended checks and calibrations. Device passed all checks and tests. Hamilton medical ag case number is: (B)(4).